Event description:
It is reported that the customer had low blood glucose levels of 26 mg/dl. The husband of the customer reported that the customer ate to treat the low blood sugar level. The customer reportedly took too much insulin according to the husband. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.